Manufacturer narrative:
Initial report occupation: or materials is coordinator. (B)(4). The device has not yet been returned. Therefore, the product analysis has not been performed. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that the patient interface stopped working during a case. Requests for additional information have been made. However, no additional information has been provided at this time. There was no injury reported as a result of this event.

Manufacturer narrative:
The device was returned and available for evaluation on january 27, 2016. The product analysis was completed on february 4, 2016. The product analysis indicates that the device was examined and the customer¿s complaint could not be verified. The device never failed. Worn wave washers were replaced. The device was tested and passed to manufacturing specifications. Method code: actual device evaluated. Result code: no failure detected. Conclusion code: unable to confirm complaint. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.